Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: e3: reporter is a j&j sales representative. D4: the expiration date is currently unavailable. H4: the device manufacture date is unknown. UDI: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported from china that during a meniscus repair and right knee joint exploration and cleaning procedure it was observed that the meniscal deployment gun device and the omnispan meniscal repair 12deg anchor device could not fire. It was reported that another like device was used to complete the procedure. There were no adverse patient consequences reported. No additional information was provided. This is report 2 of 2 for the same event in (B)(4).

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d4, h4: the expiration date and device manufacture date were reported as unknown on the initial report; and have been updated accordingly. Therefore, UDI: (B)(4). Investigation summary : the product was returned to depuy synthes mitek for evaluation. The depuy synthes mitek team conducted a visual inspection of the returned device. The device was received and evaluated. When performing the visual inspection, it could be observed that only the needle, one plate and a piece of suture attached to it were returned, silicon sleeve, the rest of the suture as well as the second plate were not returned. The needle does not show structural anomalies. The plate was returned completely out of the needle, it was in a normal shape. Suture is frayed and broken. The overall complaint was unconfirmed as the observed conditions of the omnispan meniscal repair 12deg would not contribute to the complained device issue.¿ based on the investigation findings, and since only one plate completely out of the needle was returned, it was conclude that there is no enough evidence to adjudicate a root cause for the deployment issue. The root cause of the suture damage can be traced to procedural variables, such as device handling or product interaction during the procedure; excessive tension may have been applied to the suture and, as a result, the suture frayed and broke. As per instructions for use (IFU); use caution when tensioning the suture. Over-tensioning may cause suture or implant breakage. Therefore it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes mitek quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.